Manufacturer narrative:
No mc33038 product samples, videos or photographs were returned for investigation. The device history was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
The event involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. It was reported the intravenous (IV) team was consulted to replace a painful IV in the right ac(antecubital). A 22g catheter was prepared and the extension tubing was primed with normal saline with no initial leakage observed. After the IV was inserted and the extension tubing was connected to the hub of the braun 22g catheter, blood began filling the tubing. During the flush, normal saline leakage was noted between the needleless connector and the start of the extension tubing (same area as noted with other ICU medical leaking extension set). The clamp was applied to stop the bleeding, a new extension set was primed and used. Replacing the faulty equipment prevented the need for a second IV stick for the patient. There was small delay in therapy. There was no patient/healthcare professional exposure to blood/bodily fluids. The customer was not able to quantify the bleed back. The extension set and needleless connector was properly attached. There were no noticeable cracks/breaks/tears/cut noted. It was not connected to a clave. The normal saline was not an ICU medical product.